Manufacturer narrative:
Case # (B)(6) - due to anterior cortical in lens could have contributed to incomplete capsulotomy resulting in a capsular tear inferior-temporally. Laser functioned as designed. No further clinical follow-up required.

Event description:
On 02/20/2025, doctor ((B)(6)) reported to cas that on case # (B)(6) they had a capsular tear. Doctor was unaware at what region the capsular tear occurred.